Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) and unexpected longevity is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.